Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment, patient had an unsuccessful retrieval attempt during which it was noted that the filter was slightly tilted. Multiple attempts were made to remove the filter but as the filter was in place for some time with noted tilt, the filter was retained in position considering the removal to be unsafe. And also one of the strut appeared dislodged in a cephalic fashion. Therefore, the investigation is confirmed for material deformation, filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter migration. Per medical records, multiple attempts were made to remove the filter but were unsuccessful due to filter tilt and material deformation. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly tilted, migrated, strut dislodged in a cephalic fashion, and was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown. This information was received from one source. The patient was a (B)(6) male, weight was not provided.